Event description:
A customer reported obtaining an unexpected negative antibody screen on galileo echo (B)(4).

Manufacturer narrative:
The image result files for initial testing were reviewed by an immucor technical support specialist. Cell 1 visually appeared positive at 1+, cell 2 visually appeared positive at 1+, cell 3 visually appeared negative as reported, and the positive control performed as expected (4+). An immucor field service engineer performed the unexpected reactions checklist and found that the washer manifold was not operating as expected. The manifold was replaced. Qc performed as expected. The initial patient sample was retested and the expected positive results were obtained. The instrument is operating within specifications. It was also communicated to customers in technical communication (B)(4) to visually inspect all negative antibody screening and identification results on the echo prior to release of results.